Event description:
It was reported that this pacemaker was explanted due to premature battery depletion (pbd). A new device was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this cardiac resynchronization therapy defibrillator was thoroughly inspected and analyzed. The device had no telemetry; therefore, a review of the device memory was unable to be performed. The battery voltage was lower than expected. The case was opened, and the battery was removed so that an external power supply could be connected to the device for further analysis. A normal current drain was observed. Battery lab testing results: no visible signs of battery failure were found. The specific cause for this malfunction could not be established.

Event description:
It was reported that this pacemaker was explanted due to premature battery depletion (pbd). A new device was successfully implanted. No additional patient adverse effects were reported. This pacemaker was returned to boston scientific for analysis.